Event description:
Pt reported two burns which required stitches and were the size of 1 1/2 inches, after using empi's 6000 series electrodes and dynatron's interferential electrical stimulation device.